Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right ventricular (rv) lead an apparent fracture was noted and patient experience inappropriate t herapy/shock as a result. The rv lead device settings programmed off and the lead remains in the patient. A competitor device implanted and remaining system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.